Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deploy. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastrically to the posterior wall of greater curvature of lower part of the body of the stomach to treat a duodenal obstruction during a gastroenterostomy (ge) procedure performed on (B)(6) 2026. During the procedure, the axios stent first flange could not be deployed. The stent was removed partially deployed on the delivery system, and the procedure was not completed. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.